Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump received with minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the pump was squirting insulin during the manual prime. It was also stated that the drive support cap was protruding. Nothing further was reported.